Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported migration. The reported patient effect of recurrent mr appears to be due to the migration and dyspnea appears to be a cascading effect of the recurrent mr. Mr and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and another mitraclip procedure was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
On (B)(6) 2025, a patient was presented with grade 3-4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted. The mr was reduced to grade 1 post procedure. On an unknown date, recurrent mr of grade 3-4 was observed due to slight posterior leaflet displacement from the clip. Patient returned symptomatic with dyspnea. On (B)(6) 2025, a redo procedure was performed and 2 mitraclips were successfully implanted. The mr was reduced to grade 2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.